Manufacturer narrative:
PMA/510k: this report is for an unknown screw: lag/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a follow up surgery of an intertorch fracture the unknown trochanteric fixation nail advanced (tfna) screw had to be backed out about 5mm even though the surgeon wanted it to be a locked fixed angle. There was no patient consequence reported. There was no need for revision surgery or hardware removal. Patient status was fine. Concomitant devices: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown tfna end cap (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one unknown screw: lag. This is report 1 of 1 for (B)(4).